Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The procedure was successfully completed and after recovery the patient was discharged. On (B)(6) 2022, the patient experienced right facial droop and an altered mental status. The symptoms resolved without intervention before emergency services arrived. After admittance to the hospital, the patient underwent computed tomography and magnetic resonance imaging scans of the brain and was diagnosed with acute lacunar infarcts. The patient fully recovered and was discharged.